Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was observed to drop suddenly once the battery gauge reached 35% to 40%. Review of the pump data logs by tandem technical support showed the pump battery gauge dropped from 30% to 5% within minutes. The customer's blood glucose level was not impacted. Reportedly the customer would continue to use the pump for insulin therapy.